Manufacturer narrative:
The emdr has only adverse event and not product problem. The date of this submission is 10-mar-2015. The manufacturer report number for the this product is 2214133-2015-00006. The manufacturer report number for the first, second, third and fifth products are 2214133-2015-00003, 2214133-2015-00004, 2214133-2015-00005 and 2214133-2015-00007 respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 26-dec-2014 from a (B)(6) caucasian female consumer reporting on self from the united states.the medical history included diabetes and whipple cell transplant (sic) and allergies to compazine (prochlorperazine), unspecified steroids and unspecified pain medications. She was not taking any concomitant medications. On an unspecified date in (B)(6) 2014, the consumer used johnson and johnson band aid brand first aid gauze pads unspecified (lot number and expiration date unspecified) cutaneously, one pad, once, to cover a scrape on her elbow. After an unspecified duration, when she noticed the pad was not sticking, she switched to band-aid brand adhesive bandages plus neosporin extra large (lot number 3422b, expiration date 31-oct-2014) cutaneously, and used a total of four bandages, changed four times, applied on the same scrape on the elbow. On (B)(6) 2014, she went to the emergency room and consulted a healthcare professional for an unspecified reason and she was diagnosed with staphylococcal infection. On the same day, at night, she was admitted to the hospital and underwent an unspecified emergency surgery. A magnetic resonance imaging (MRI) and unspecified x-rays were done but the results were not reported. On (B)(6) 2014, she was discharged from the hospital and mentioned that she ended up having a five inch-scar. She further stated that she was still on unspecified medication (dose, frequency, route and indication unspecified) after hospital discharge. After an unspecified duration, the use of both the devices was discontinued. The events did not resolve.a review of the data for band-aid brand adhesive bandages plus neosporin extra-large revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. Manufacturing/facility issues were reviewed and no issues were found related to the reported defect. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. The qa investigation for the johnson and johnson band aid brand first aid gauze pads unspecified is currently in progress and is not available yet.this report was assessed as serious (required intervention/hospitalization). The company causality for the event staphylococcal infection was assessed as not related and the company causality for event scar and expired device use were related.additional information was received on 12-jan-2015.on (B)(6) 2014, the consumer was admitted to the hospital and diagnosed with right elbow septic infection and underwent emergency surgery for ruptured right olecranon bursa on the same day. On (B)(6) 2014, microscopic description of surgical pathology sample was described as sections having a bursal structure with surrounding fibrosis and a mild to moderate mixed inflammatory infiltrate, including polys and plasma cells. Scattered plasma cells, however no rheumatoid nodule was identified. Surgical pathology report stated that the consumer had a clinical diagnosis of cellulitis-olecranon bursitis staphylococcal infection and a final diagnosis of fibrinoid with acute and chronic bursitis, right olecranon bursa. On (B)(6) 2014 she was discharged from the hospital. Her attending physician advised her to stop using band-aid brand adhesive bandages plus neosporin extra large. On (B)(6) 2015, the consumer had a post-operative appointment and her gauge 26 staples were removed, steristrips were applied, and she was advised to wear a sleeve on her right arm except at night for protection and to prevent swelling. She was instructed to return in 30 days unless there was no sign of an infection. As of (B)(6) 2015, the consumer reported that there was some sensitivity on her elbow and it felt like there was a scrape. The events were noted to have lessened. The analysis of the product and complaint category for johnson and johnson band aid brand first aid gauze pads unspecified will be managed through monthly trending process. A lot number was not provided and the complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored.this report remains serious. The company causality for the event olecranon bursitis was assessed as not related.

Manufacturer narrative:
This is an initial submission for the fourth product in this case. The date of this submission is 20-jan-2015. The manufacturer report number for this product is 2214133-2015-00006. The manufacturer report number for the first, second, third and fifth products are 2214133-2015-00003, 2214133-2015-00004, 2214133-2015-00005 and 2214133-2015-00007 respectively. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This is a follow up submission for the fourth product in this case. The manufacturer report number for the first, second, third and fifth products are 2214133-2015-00003, 2214133-2015-00004, 2214133-2015-00005 and 2214133-2015-00007 respectively. This closes out this report unless other additional significant information is received

Event description:
This spontaneous report was received on 26-dec-2014 from a (B)(6) year-old caucasian female consumer reporting on self from the united states. The medical history included diabetes and whipple cell transplant (sic) and allergies to compazine (prochlorperazine), unspecified steroids and unspecified pain medications. She was not taking any concomitant medications. On an unspecified date in (B)(6) 2014, the consumer used johnson and johnson band aid brand first aid gauze pads unspecified (lot number and expiration date unspecified) cutaneously, one pad, once, to cover a scrape on her elbow. After an unspecified duration, when she noticed the pad was not sticking, she switched to band-aid brand adhesive bandages plus neosporin extra large (lot number 3422b, expiration date 31-oct-2014) cutaneously, and used a total of four bandages, changed four times, applied on the same scrape on the elbow. On (B)(6)-2014, she went to the emergency room and consulted a healthcare professional for an unspecified reason and she was diagnosed with staphylococcal infection. On the same day, at night, she was admitted to the hospital and underwent an unspecified emergency surgery. A magnetic resonance imaging (MRI) and unspecified x-rays were done but the results were not reported. On (B)(6)-2014, she was discharged from the hospital and mentioned that she ended up having a five inch-scar. She further stated that she was still on unspecified medication (dose, frequency, route and indication unspecified) after hospital discharge. After an unspecified duration, the use of both the devices was discontinued. The events did not resolve. A review of the data for band-aid brand adhesive bandages plus neosporin extra-large revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. Manufacturing/facility issues were reviewed and no issues were found related to the reported defect. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. The qa investigation for the johnson and johnson band aid brand first aid gauze pads unspecified is currently in progress and is not available yet. This report was assessed as serious (required intervention/hospitalization). The company causality for the event staphylococcal infection was assessed as not related and the company causality for event scar and expired device use were related. Additional information was received on 12-jan-2015. On (B)(6)-2014, the consumer was admitted to the hospital and diagnosed with right elbow septic infection and underwent emergency surgery for ruptured right olecranon bursa on the same day. On (B)(6)-2014, microscopic description of surgical pathology sample was described as sections having a bursal structure with surrounding fibrosis and a mild to moderate mixed inflammatory infiltrate, including polys and plasma cells. Scattered plasma cells, however no rheumatoid nodule was identified. Surgical pathology report stated that the consumer had a clinical diagnosis of cellulitis-olecranon bursitis staphylococcal infection and a final diagnosis of fibrinoid with acute and chronic bursitis, right olecranon bursa. On (B)(6)-2014 she was discharged from the hospital. Her attending physician advised her to stop using band-aid brand adhesive bandages plus neosporin extra large. On (B)(6)-2015, the consumer had a post-operative appointment and her gauge 26 staples were removed, steristrips were applied, and she was advised to wear a sleeve on her right arm except at night for protection and to prevent swelling. She was instructed to return in 30 days unless there was no sign of an infection. As of (B)(6)-2015, the consumer reported that there was some sensitivity on her elbow and it felt like there was a scrape. The events were noted to have lessened. The analysis of the product and complaint category for johnson and johnson band aid brand first aid gauze pads unspecified will be managed through monthly trending process. A lot number was not provided and the complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains serious. The company causality for the event olecranon bursitis was assessed as not related.

Event description:
This spontaneous report was received on (B)(4) 2014 from a (B)(6) year-old caucasian female consumer reporting on self from the united states. The medical history included diabetes and whipple cell transplant (sic) and allergies to compazine (prochlorperazine), unspecified steroids and unspecified pain medications. She was not taking any concomitant medications. On an unspecified date in (B)(6) 2014 , the consumer used johnson and johnson band aid brand first aid gauze pads unspecified (lot number and expiration date unspecified) cutaneously, one pad, once, to cover a scrape on her elbow. After an unspecified duration, when she noticed the pad was not sticking, she switched to band-aid brand adhesive bandages plus neosporin extra large (lot number 3422b, expiration date 31-oct-2014) cutaneously, and used a total of four bandages, changed four times, applied on the same scrape on the elbow. On (B)(6) 2014, she went to the emergency room and consulted a healthcare professional for an unspecified reason and she was diagnosed with staphylococcal infection. On the same day, at night, she was admitted to the hospital and underwent an unspecified emergency surgery. A magnetic resonance imaging (MRI) and unspecified x-rays were done but the results were not reported. On (B)(6) 2014, she was discharged from the hospital and mentioned that she ended up having a five inch-scar. She further stated that she was still on unspecified medication (dose, frequency, route and indication unspecified) after hospital discharge. After an unspecified duration, the use of both the devices was discontinued. The events did not resolve. A review of the data for band-aid brand adhesive bandages plus neosporin extra-large revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. Manufacturing/facility issues were reviewed and no issues were found related to the reported defect. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. The qa investigation for the johnson and johnson band aid brand first aid gauze pads unspecified is currently in progress and is not available yet. This report was assessed as serious (required intervention/hospitalization). The company causality for the event staphylococcal infection was assessed as not related and the company causality for event scar and expired device use were related.